Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 38x3.5mm target lesion was located in the left anterior descending artery (lad). A 3.50x38mm promus element ¿ long drug eluting stent was selected for use to treat the target lesion. Outside patient, the physician noted an abnormal stent. No patient complications were reported.